Event description:
Thanks very much for referring (B)(6) to me. As you know, she is a (B)(6) woman with a five month history of diarrhea that has been occurring since she has had a lapband placed at an outside hospital. She had a lap band placed by dr. (B)(6), on (B)(6) 2009. Shortly after that operation she started noticing episodes of diarrhea that were fairly minor initially. She had problems with port access and had to have the port repositioned (B)(6) 2009 and within one week after that operation she had an episode of severe abdominal pain associated with hematochezia and underwent subsequent evaluation including colonoscopy which showed several colonic ulcers as well as rectal fissures and she has had worse problems with diarrhea in association with this ever since. She was concerned about the possible association between the band and these symptoms and was desiring to have the band removed. She has been dissatisfied with the service that she has received form dr. (B)(6) and was desiring a second opinion regarding this. She did have a repeat colonoscopy about 10 days ago which showed still about four different ulcers in her descending an transverse colon as well as perianal fissures. The biopsy results have recently come back being consistent with inflammatory bowel disease and probably with crohn's disease. She did undergo a CT scan and I have evaluated those images here today in clinic. The band and tubing and subcutaneous port all appear to be in fairly standard positions and are not in close proximity with the areas affected by these ulcers in her colon. In summary, this is a (B)(6) woman five months status post lap band who also had diarrhea, colonic ulcers, and perianal fissures consistent with a combination of crohn's disease in association with the placement of a lap band. My impression is that the lap bad is merely a coincidental event and the crohn's disease was probably a separate entity and the treatment of this would be unrelated to removal or presence of the band. Furthermore, I think that taking the band out will not improve her symptoms and that instead, she should be treated as other crohn's pts would be with appropriate medications. My impression is that once appropriate therapy for crohn's disease is instituted, her symptoms will probably abate and she will then be eligible for standard lap band adjustment schedule to help her with losing weight into the future. I plan to have her come back and see me in about three months time. Hopefully by then, she will have a satisfactory treatment regimen in place for crohn's disease and will be able to potentially manipulate the band volume and help her with weight loss into the future. Date of service: (B)(6) 2010: she desires explant of her lap band. She refuses to accept remicade for inflammatory bowel disease prior to explant of the band. (B)(6) 2010: (B)(6) returns to clinic, now almost three weeks out from her laparoscopic adjustable gastric band explant. She has done very well since the operation. She did not even have to take pain medication. She actually feels like her bowel movements are less frequent than they were before. She still has some loose bowel movements in the morning. I am going to give her a release to go back to work next week. Her wounds are all well healed. I am going to follow up with her on a p.r.n. Basis. She will be following up with dr. (B)(6) next month in regards to her diagnosis of crohn's disease.